Event description:
Allegedly broken.

Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. This report will be amended when the investigation is complete. No serious injury occurred; therefore , no user facility or pt info is applicable. This is a reportable product malfunction.